Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon fired the stapler, then tested it for leaks using air and then a rigid proctoscope. It stayed tightly closed; no leaks apparent. However, it did not look right. Upon closer inspection, the surgeon was able to peel back the anterior layer to find a hole. The surgeon said there appeared to be no staples present on the anterior side of the staple line. However, the compression of the stapler closing on the tissue was enough to seal it so that no leaks were present during testing. The surgeon sutured the holes. Extended operating room time was required to repair the hole, the exact time was not noted.

Manufacturer narrative:
(B)(4).